Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant noted that the nurse was met with major resistance while taking the catheter out. The balloon was inflated with 10cc of fluid.

Manufacturer narrative:
The reported event was unconfirmed. A latex foley catheter was returned still attached to a meter bag. A 10 cc luer lock syringe was used to inflate in the device. There was no issue inflating the device. It was allowed to sit for 1 minute where no leaks were observed. The balloon was not asymmetrical. The luer lock syringe was reinserted into the valve and the device deflated without issue. A device history record review was not required per the investigation. This product is manufactured in moncks and then sent to be placed in strip packaging, foley trays, and other product subassemblies with finished goods of various labeling. Without the tray product catalog# and/or the corporate lot number, the labeling the user received cannot be determined. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant noted that the nurse was met with major resistance while taking the catheter out. The balloon was inflated with 10cc of fluid.